Event description:
It was reported that customer¿s pump showed cgm error and customer was calling about g7 sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer support walked customer through pump reset steps, cgm error did not appear again after reset, and customer successfully started sensor session; no additional corrective actions were reported.